Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified reason, and the patient was reimplanted on (B)(6) 2026. Additional information has been requested but it has not been made available as of the date of this report.